Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."

Event description:
Pt reported experiencing an alleged leak and inadequate weight loss with a lap-band device. The pt stated the device is allegedly "not working." The pt reported that they "went in and had a little fluid removed" and "was happy with those results. Then, "after awhile" the pt "went back" to the doctor "to get a little fill." The device has not been "working ever since." The pt believes "they poked it in a wrong spot." The pt had an upper gastrointestinal series, however did not provide info regarding the results of the diagnostic. Port replacement surgery has been scheduled. Follow-up findings: the port has been explanted.